Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was experienced during the fill process. The issue was resolved by performing a cartridge change. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. It was also reported that multiple malfunction alarms occurred. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.